Manufacturer narrative:
Rod breakage in oncological patient with corpectomy due to tumor. Examination of the production records of the involved rods indicated they were manufactured according to specification. It is noted that breakage of rods is known and documented in th literature [1], especially in oncological patients in which fusion is not expected. [1] eldin mmm and ali ama, lumbar transpedicular implant failure: a clinical and surgical challenge and its radiological assessment, asian spine j. 2014 june; 8 (3): 281 - 297.

Event description:
Initially, a surgery with the carboclear x pedicle screw system to treat an oncological 61-year-old patient was performed on (B)(6) 2022, in canada. The crboclear x system was utilized in order to stabilize t5 - t10 vertebrae while t8 was removed and a vbr device was used. On (B)(6) 2025, carbofix was informed by its canadian distributor that while the patient was "working on his car" he noticed pain. Imaging was conducted and revealed a broken rod. A revision surgery was performed on (B)(6) 2025, where the broken rod (carboclear shaped rod type 4: diameter - 6.0mm, length - 285mm) was replaced while expanding the construct with new rods from t4 to t11. Two (2) rods and 4 screws (carboclear x system components) were used.